Manufacturer narrative:
The complaint device was returned and evaluated, confirming the complaint on the four year old device. The complete pressure adjuster, and the spacer for the tension rocker arm and pressure adjuster were missing from the device. It is unknown when and how the missing parts came off of the device. Both missing parts are secured to the pump with screws, so a tool was needed to remove these parts. The missing parts were replaced along with preventative maintenance replacement of the tip, spring and plunger on the rocker arm assembly and replacement of the keyboard mask. The device then passed all diagnostic and functional testing and is fully operational. We cannot discern a root cause for the reported failure mode, although one possible root cause is user misuse. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the pump was alarming. Procedure was completed with the pump and using gravity flow. Procedure was prolonged 45 minutes. No patient consequences. Device to be returned. Additional information received by mitek complaints on 07/30/2015: the sales rep confirmed no extra fluid buildup in the joint, he reported that they were at the end of the procedure and used gravity for outflow while using the pump to irrigate the joint. The sales rep was not present but was informed that the surgeon was satisfied with the procedure and that the patient was fine.